Manufacturer narrative:
The device was returned to olympus for inspection and the customer allegation was confirmed. The device was broken at the strain relief point. The distal tip appeared to be unused and intact. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: component failure due to stress of repeated use, external factors, or handling. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that during an ureteroscopy, the single use fiber broke at the connection point to the laser generator. The user used a backup device to continue and the procedure was completed. There was no report of patient harm.